Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a button-hole was created on a patient's right eye. Laser specialist thinks that a vertical gas breakthrough occurred when trying to manually lift flap which was incomplete. Patient had big eyes and vacuum was reported to have begun immediately. Upon follow up, the physician described that at the beginning everything was fine and when the bed cut started, suddenly a big bubble evolved as an oval form that made a dark area. The cut was impossible for the laser. Laser specialist addressed the channel length with the physician who replied that he already extended to the limbus. The physician excludes too much moisture between patient interface as possible cause. The physician cannot detect scar tissue with this patient. Surgeon will not be performing surgeries until the error is found. The physician noted seeing a scratch in the mirror as cause for the repeating troubles even though a vertical gas breakthrough occurred and before opaque bubbles. Surgeon is thinking about returning the laser. The doctor reported on the phone that day that he abrogated the flap lift in time. The surgeon undermined the flap until he reached the position where the laser did not cut. Therefore, during follow up on that day he gained a refractive unchanged result in comparison to pre-operative measurements. Slit lamp results were normal.

Manufacturer narrative:
Logfiles did not show any abnormalities. All parameters were within specifications. Flap thickness was verified with specifications. According to the information from the service request, a vertical gas break through occurred during the reported event. However, a technical root cause could be excluded. Clinical applications specialist (cas) retrained the surgical staff regarding the procedure with the laser to avoid a reoccurrence of the issue. No technical root cause could be identified. The manufacturer internal reference number is: (B)(4).